Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. Review of the system noted a high out of range pacing impedance measurement of greater than 2000 ohms on the right ventricular (rv) channel. All other measurements were within range and no noise was observed. Fluoroscopy did not reveal any abnormalities. No changes have been made and the crt-d remains in service. No adverse patient effects were reported.